Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported to cook that a zenith flex with spiral-z technology aaa endovascular graft iliac leg occluded during a reintervention procedure. The original implant (zfen procedure) was completed at a veterans administration hospital (location unknown) approximately 10 years ago. During the procedure, the left side was sealed with a william cook australia zenith fenestrated aaa endovascular graft distal bifurcated body graft (zfen-d) and a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle). The unknown zfen-d and unknown zsle were reported to be the devices that had type 1b endoleaks. An emergent repair case was completed on (B)(6) 2025 for an impending rupture due to the bilateral type 1b endoleaks. During the procedure, coiling of the right internal iliac artery (hypogastric artery) into the right external iliac was completed. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) was used on the right to extend into the right external iliac. There was no issue with deployment, and no issues were noted on the final angiography procedure. The patient was in the hospital for a week with an ileus and was not eating. On day four or five, the patient's leg went numb. However, the patient did not alert anyone to the numbness for twenty-four hours or more. When the staff became aware of the numb leg, a scan was completed and an occlusion of the right zsle-11-107-zt was identified. On (B)(6) 2025 a thrombectomy was attempted. A wire was passed, but the thrombectomy was not successful. As a result, a femoral-to-femoral bypass was completed. After the reintervention (thrombectomy and femoral to femoral bypass) for the occluded right zsle-11-107-zt was completed, an above the knee amputation was complete (date unknown) and another bypass was completed (date unknown). The patient died on (B)(6) 2025. The focus of this report is the occluded zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle) that was placed in a reintervention on (B)(6) 2025 and required a thrombectomy and femoral to femoral bypass on (B)(6) 2025. Additionally on unknown dates an above the knee amputation was required as well as an additional bypass. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned to the manufacturer for evaluation; therefore, no physical examinations could be conducted. However, medical imaging was provided by the facility for expert physician image review. The imaging from before the secondary intervention, confirms that there were type 1b endoleaks on both sides ¿ one from the zsle into the right common iliac, and one from the zfen-d into the left common iliac. The zfen-d limbs were crossed over. The second set of imaging, from (B)(6) 2025, after the secondary intervention, shows that a second zsle had been deployed inside the first zsle, but the whole conduit (double zsles plus the external iliac artery) had occluded. No kinks or other device indications that would cause an occlusion were noted. Therefore, occlusion would almost certainly be due to spontaneous thrombosis, presumably due to the patient¿s general poor state of health. The occlusion led to a series of cascading problems, including attempted crossover bypass that also failed, then amputation, and ultimately, the patient¿s death. There is no indication on the CT scans from (B)(6) 2025 regarding intervention related to the type 1b endoleak on the patient¿s left side; however, there is no persistent endoleak in that location. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot did not reveal any quality control discrepancies. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming products exist either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: 4 warnings and precautions. 4.1 general. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up. ¿ zenith spiral-z iliac artery distal fixation sire greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. ¿ follow-up imaging should be carefully reviewed for narrowing within the leg graft. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. ¿ patients with poor outflow or a hypercoagulable state (e.g, cancer) may be at an increased risk of a thromboembolic event. ¿ inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia 4.5 implant procedure. ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. ¿ use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization, or may rupture the aneurysm. ¿ excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis. 5.2 potential adverse events. Adverse events that may occur and/or require intervention include, but are not limited to: ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component/ suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; pergraft flow; and corrosion. ¿ graft or native vessel occlusion. ¿ surgical conversion to open repair. ¿ renal complications and subsequent attendant problems (e.g., dehiscence, infection) 7.1 individualization of treatment. The risks and benefits should be carefully considered for each patient before use of the zenith spiral-z aaa iliac leg. Additional considerations for patient selection include, but are not limited to: ¿ patient¿s age and life expectancy. ¿ co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity). ¿ patient¿s suitability for open surgical repair. ¿ patient¿s anatomical suitability for endovascular repair. ¿ the risk of aneurysm rupture compared to the risk of treatment with zenith spiral-z aaa iliac leg. ¿ patient¿s ability to tolerate general, regional or local anesthesia. ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. ¿ zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20mm in diameter (measured outer wall to outer wall). ¿ freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. The final treatment decision is at the discretion of the physician and patient. 8 patient counseling information. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death 12.1 general. ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., enoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ physicians should evaluate patients on an individual bases and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should received follow-up at more frequent intervals. Based on the available information, expert image review, and the results of the investigation, a definitive root cause was unable to be established. It is likely that the patient¿s condition/disease progression was a contributing factor to the reported event. The physician imager reviewer noted ¿on the second set of imaging, from (B)(6) 2025, after the secondary intervention, I can see that a second zsle has been deployed inside the first zsle, but that the whole conduit (double zsles plus the external iliac artery) has occluded. I can¿t see any kink or other appearance that would cause an occlusion, so it would almost certainly be due to spontaneous thrombosis, presumably due to the patient¿s general poor state of health. I can¿t see any fault or failure of the device¿. Additionally, the site reported that although the patient¿s initial labs were negative for heparin-induced thrombocytopenia (hit), later testing confirmed the patient was hit positive. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that a zenith flex with spiral-z technology aaa endovascular graft iliac leg occluded during a reintervention procedure. The patient had undergone a procedure approximately ten years ago where a william cook australia zenith fenestrated (zfen) device had been placed. On (B)(6) 2025 the patient underwent a reintervention procedure to treat bilateral type 1b endoleaks. One side was embolized and extended into the external iliac. One the other side an attempt was made to seal in the common iliac artery with a plan to use a cook iliac branch device later if needed, as this was not the emergent side. It was reported one side "went down". The physician attempted to salvage and open but was unsuccessful. A femoral-to-femoral bypass was completed and was unsuccessful. Another bypass (type unknown) was completed. The end result was an above the knee amputation. Initially, the patient's blood work did not show the patient to be heparin induced thrombocytopenia positive (hit). However, it was later confirmed the patient was hit positive. The patient was not doing well when the cook representative attempted to get details on the course of events. Additional information regarding the event and patient outcome has been requested but is currently unavailable. The focus of this report is the zenith flex with spiral-z technology aaa endovascular graft iliac leg that occluded during the reintervention procedure on (B)(6) 2025. Additional reports for this patient with manufacturer reference numbers (B)(4), (B)(4), and (B)(4) will be submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
B2: date of death is either (B)(6) 2025. Additional information: b2 (outcomes attributed to ae), b2 (date of death), b5, and h6 (annex f). Correction: h1. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 10dec2025 by the cook representative. The original implant (zfen procedure) was completed at the (B)(6) hospital (location unknown) approximately 10 years ago. During the procedure, the left side was sealed with a william cook australia zenith fenestrated aaa endovascular graft distal bifurcated body graft (zfen-d) and a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle). The unknown zfen-d and unknown zsle were reported to be the devices that had type 1b endoleaks. An emergent repair case was completed on (B)(6) 2025 for an impending rupture due to the bilateral type 1b endoleaks. During the procedure, coiling of the right internal iliac artery (hypogastric artery) into the right external iliac was completed. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) was used on the right to extend into the right external iliac. There was no issue with deployment, and no issues were noted on the final angiography procedure. The patient was in the hospital for a week with an ileus and was not eating. On day four or five, the patient's leg went numb. However, the patient did not alert anyone to the numbness for twenty-four hours or more. When the staff became aware of the numb leg, a scan was completed and an occlusion of the right zsle-11-107-zt was identified. On (B)(6) 2025 a thrombectomy was attempted. A wire was passed, but the thrombectomy was not successful. As a result, a femoral-to-femoral bypass was completed. After the reintervention (thrombectomy and femoral to femoral bypass) for the occluded right zsle-11-107-zt was completed, an above the knee amputation was complete (date unknown) and another bypass was completed (date unknown). The patient died on (B)(6) 2025. The focus of this report is the occluded zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle) that was placed in a reintervention on (B)(6) 2025 and required a thrombectomy and femoral to femoral bypass on (B)(6) 2025. Additionally on unknown dates an above the knee amputation was required as well as an additional bypass.